Event description:
It was reported when using the unspecified bd vacutainer tube, the device experienced a needle stick injury post use. There was no additional information given regarding medical intervention. The following information was provided by the initial reporter. The customer stated: after taking a blood sample from a patient , I continued to discard the vacutainer into the sharps bin. However on placing the vacutainer into the sharps bin I sustained a needlestick from the open end of the vacutainer that holds the blood bottle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed for the manufacturing site.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube, the device experienced a needle stick injury post use. There was no additional information given regarding medical intervention. The following information was provided by the initial reporter. The customer stated: after taking a blood sample from a patient , I continued to discard the vacutainer into the sharps bin. However on placing the vacutainer into the sharps bin I sustained a needlestick from the open end of the vacutainer that holds the blood bottle.